Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient came to unc lenoir. A foley catheter was inserted, after levsin sl was given. The patient started complaining of pain so they stopped inflating balloon and tried to deflate the balloon, and started discontinuing foley and realized the balloon still had sterile water in place. They tried different techniques to deflate the balloon and nothing worked. They called the physician and informed them of what happened. The physician instructed them to leave the foley in place and clamp it and send the patient to his office. The physician used an ultrasound to remove the foley. Then they rescheduled for 2 weeks for next treatment. They are concerned the 12 fr coude catheter malfunctioned.

Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time.